Event description:
The customer reported low differential recovery on a coulter lh 780 hematology analyzer. There were no erroneous patient results generated and there was no impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined air bubbles in tubing attributed to the low differential counts; the fse replaced the three-way solenoid 60. The low differential counts was resolved. (B)(6). (B)(4).